Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, five days after implant, the patient¿s blood pressure and identified as cardiac tamponade. Ultrasound detected pericardial effusion due suspected perforation. It was not determined whether the perforation was attributed to the right atrial (ra) or right ventricular (rv) lead. A drain was performed. The patient was placed under observation. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.